Event description:
It was reported that the "gas-out" port began to leak fluid during use; 20 cc of blood were lost due to the leakage. The device was exchanged for another. No reported pt effect. (B)(4). MFR ref #8010762-2015-00804.